Event description:
Pt underwent a renal transplant. Perforation of surgical fluid barrier drape was noted after the case had ended. The surgical field and wound were potentially contaminated. Hush-slush drape to cover an electric ice maker and fluid warmer combination (ice to cool the kidney and warmth to heat the saline for irrigation). The drape was discarded following the completion of the operation. The pt was placed on antibiotic therapy as a prophylactic measure. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do.